Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach access daily flosser, for dental cleaning (route dental, lot number, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that, about five to six times the flosser heads became loose and snapped while inserting into the teeth. The consumer also stated sometimes the flosser heads were snapped out from the edge. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012: no product returned and no lot number provided. A review of the data associated with this complaint category did not show adverse trends. Complaint could not confirmed since customer unit was not received. Documentation and history of changes demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach access daily flosser, for dental cleaning (route dental, lot number, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that, about five to six times the flosser heads became loose and snapped while inserting into the teeth. The consumer also stated sometimes the flosser heads were snapped out from the edge. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.